Manufacturer narrative:
Device evaluation: one used suspect device was returned for evaluation. The evaluation is in progress. A follow-up report will be submitted when the evaluation has been completed.

Event description:
The user reported that during a bilateral lower extremity angiogram procedure the catheter was advanced up and over the aortic bifurcation. The same catheter had been used for the entire case and had been advanced multiple times. A 0.035 guide wire was then advanced through the catheter and the catheter was removed. When the user went to re-advance the catheter over the wire they noticed that the black tip of the catheter was missing. The physician then pulled the wire back and the black tip was found in the introducer sheath on the wire. The physician then removed the sheath, the wire, and the catheter with the tip stuck on the wire from the pt. All components were successfully removed from the pt. The physician was unable to complete the procedure and the pt was re-scheduled for a later date. The user reported that the catheter tip appeared stretched, wrinkled, and "hugging" the wire. No harm or injury was reported.